Event description:
New information indicates that there were no patient consequences.

Event description:
It was reported that the pacemaker exhibited backup vvi pacing. No resolution taken. The patient's status was unknown.